Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). Device evaluation: the product was not returned to the manufacturing site as it remains implanted; therefore, the complaint issue reported was not verified. However, two photos were provided. The first photo shows a lens case labeled with the serial number of the complaint product. The second one shows an implanted lens with a red box on the edge of the lens, as indicating the place where the substance was seen. However, it was not possible to identify through the photo, if there is a substance and/or particle on lens. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing record review was performed, and there was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in the complaint system revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the za9003 intraocular lens (iol) was implanted, there were white substance observed on the edge of the lens. It was indicated that part of the white substance was removed; however, the doctor did not collect it to be returned for evaluation. The doctor was able to complete the surgery, and no patient injury or post-op issue was reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.